Manufacturer narrative:
(B)(4). The analysis results found that the mcs20 device was received empty. After the last clip is used, the instrument is designed to lock out, which prevents the handles from being squeezed; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. (B)(4).

Event description:
It was reported that during an unknown procedure, the surgeon experienced multiple issues with the device; two clips at one firing, no clips at firing and cutting instead of stapling. The surgeon also mentioned that it was hard to use the device (strong resistance). It is unknown how the case was completed. There were no adverse consequences for the patient reported.